Event description:
It was reported that after the coiling procedure, an intense spot was seen on angiography. The catheter's tip was visually inspected, and it was discovered that the market band was missing. The pt was reported to have an infarction and difficulty moving her left arm.

Manufacturer narrative:
Evaluation of the returned device confirmed that the distal tip/marker band was not present on device. Based on the findings, the catheter tip may have been partially separated during the removal of the device from the package prior to use. Upon removal of the catheter from the pt, the tip separated. This can occur when the user does not properly remove the device from the tip protector. The label on the device tray provided instructions/diagrams regarding the proper removal of the tip from the tip protector.